Manufacturer narrative:
Corrected data : patient and device codes updated. See memo attached. - attachment: [8.memorandummomwd011615_02_1.pdf].

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, the patient has a surgery of right total hip replacement and received a mom right hip system implant. Then the patient suffered infection physical injury, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal levels, conscious pain and suffering and loss of earnings. Loosening of the acetabular cup. The letter did not indicate the product ID and the lot numbers so I can not included them here. Attempt #1 09/11/2019 the person told me that do not have more information regarding products and lot numbers